Event description:
Report received from an article reporting that two patient's had their vns explanted related to infection. No add'l info attained at this time. Good faith attempts will be made for info pertaining to pt identity and product return.